Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Evaluation summary: - upon reception, the returned home monitor was tested and the reported issue was confirmed: the status light of the home monitor was constantly lighting in orange. - expertise file analysis revealed that the reported issue most probably resulted from a corruption of the flash memory, which prevents the home monitor from booting properly. - the root cause of this corruption could not be identified, as the subject home monitor is permanently damaged. Therefore, no further analysis could be performed.

Event description:
Reportedly, the light of the home monitor remains orange.